Event description:
Patient on cvvh, continuous veno-venous hemofiltration. ICU rn reported that device was malfunctioning and removed patient from cvvh, ending the treatment prematurely. Patient later started on hemodialysis. Reportedly, pods failed on self test. No adverse patient effect.